Manufacturer narrative:
No device will be returned per customer. The customer complaint was confirmed. The root cause of this failure was identified.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. The issues were noted prior to patient use.